Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, the customer did not correctly fill the cartridge. Tandem technical support guided the customer through properly changing the cartridge. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 140 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.